Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilators light emitting diode (led) was flickering. There was no patient involvement. The event date was not specified; estimate used.